Manufacturer narrative:
Patient weight not available from the site. After the medtronic representative replaced the fuses during the procedure, the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system was initially working as expected outside of the room. When it was moved into the room, the mobile view station (mvs) would not power on. The line power did not display. To troubleshoot, the mvs was restarted and a different outlet was tried. A medtronic representative replaced the fuses. The surgeon was then able to complete the procedure with the use of the imaging system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no known impact on patient outcome reported.